Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll had a volumetric accuracy problem. The following information was provided by the initial reporter: it was reported that, braun infusions are used in the palliative and terminal care ward. These have used e.g. 10ml syringes. In connection with the change of the brand of the syringes, from time to time, medicine was left in the syringes, even though the device showed that the syringe was empty. All equipment was serviced, competence was ensured and the nurses were sure that the problem was related to the syringes. This has been investigated in the medical device service of the health insurance department, and the device and syringe have also been examined by braun. There it was found that the syringe really does not empty completely. Description of the consequence of the incident or a possible consequence for the patient/client or other person because the problem has been that the medicine remains in the syringe, the patient has received less medicine than intended. At the palliative care ward, the patients' symptoms are monitored in any case, and they have been given medication whenever necessary.